Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found an insulation abrasion at 9.1 cm to 9. 4cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. (B)(4).